Event description:
It was reported that the patient had urinary tract infections and did not believe it was being caused by the current foley catheters hence wanted to try the ones the doctor recommended. It is unknown if the device caused urinary tract infection. Per customer¿s daughter, the patient was having urinary tract infection but probably due to patient condition. They wanted to switch to the ic catheter for extra protection. It was also reported that the statlock they had would not stay closed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be ¿wrong catheter used¿. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for the stat lock device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infections and did not believe it was being caused by the current foley catheters, hence wanted to try the ones the doctor recommended. It was unknown if the device caused urinary tract infection. Per customer¿s daughter, the patient was had urinary tract infection, but probably due to patient condition. They wanted to switch to the ic catheter for extra protection. It was also reported that the statlock they had would not stay closed.